Event description:
It was reported to philips that the device experienced a defibrillation test failure during operational testing. There was no patient involvement.

Event description:
It was reported to philips that the device experienced a defibrillation test failure during operational testing. There was no patient involvement.